Event description:
Related manufacturer's report number: 2916596-2021-03092, 2916596-2021-01746.

Manufacturer narrative:
The review of the provided log files revealed a no external power alarm while on mpu. Two log files provided by the customer were reviewed. The first log file contained events recorded from march 24 to march 30, 2021 where multiple low voltage alarms were recorded. The associated voltage levels suggested that these alarms occurred while the system controller was connected to a power module and may indicated a possible inner conductor breakdown in the power module patient cable. The second log file contained events recorded from march 25 to april 7, 2021. The voltage levels recorded on march 30 indicated that the system controller was connected to a mpu and the system operated with no low voltage alarms until april 2 when at 12:07 am there was a brief no external power/low voltage hazard alarm associated with the mpu power being lost. During this event the system was supported by the controller¿s backup battery. There was a second incident where the power to the mpu was lost recorded on april 4 at 11:42 am. During this event the system controller activated a no external power/ low voltage hazard alarm and the system operated powered by the internal backup battery. The remaining data captured in the log file revealed normal voltage levels. A specific root cause for the no external power event captured in the log file was not able to be determined. The mpu was not returned for evaluation. Multiple requests for additional information regarding the reported event and the status of the devices were sent; however, the additional information was not provided. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms, including a no external power alarm, and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The mpu assembly (pn 108285) was made in nov 17, 2020. The unit was packaged (pn 1001 59 807) and placed into stock on dec 15. 2020. The unit was sent to the customer on jan 5, 2021. The unit had no previous services. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented on (B)(6) 2021 with a driveline that had no outer jacket and rescue tape was covering the entire driveline width. There were no driveline related alarms and the only alarms reported were low voltage advisories. Low voltage alarms were presumed to be caused by cable fatigue from power module. It was also reported that the patient had severe damage to their driveline. A log file review requested revealed low voltage alarms on (B)(6) 2021 while tethered on the mobile power unit (mpu) where the controller momentarily operated on ebb (backup battery) / power saver mode. There were several low voltages on relative state of charge (rsoc) while the patient was tethered on the mpu which is most often due to cable fatigue. It was requested that the mpu be replaced. There were no other unusual events seen within the log file. On (B)(6) 2021, the patient¿s power module was replaced, and a mobile power unit was given to the patient. During a meeting with the vad coordinators, it was discussed that the patient be admitted and optimized due to right heart failure. While admitted, a cosmetic repair would be scheduled for the driveline. The patient was admitted three days prior to the repair. On (B)(6) 2021, technical services arrived on site and performed a driveline evaluation/repair 3.5 inches from the exit site. Post repair the patient was tethered on a grounded patient cable without issues. The removed percutaneous lead will be returned for analysis. No additional information provided.